Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the keypad. The blood glucose reading is 131 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.